Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had his previous artificial urinary sphincter (aus) cuff explanted due to unspecified reason and the system was deactivated. The patient underwent a replacement of the cuff. There were no patient complications.